Event description:
It was reported that the patient complained of pain while the catheter was in use, and upon removal of the catheter the nursing staff found that the tip had a brownish/black "goo" on it. The catheter was in use for approx. 24-48 hours. The complainant advised via email on 14-mar-2019 that the foreign material (goo) had a strong foul odor and was not noticeable upon insertion. The nursing staff changed out the catheter for a new one to rectify the issue.

Manufacturer narrative:
The reported event was confirmed, but the root cause could not be found since the product was used before evaluation. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. It was noted that the catheter was cut with the funnel missing. A ridge was noted on the catheter a foreign material was covering a large amount of the catheter surface and inside the tip. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and /or lead to injury, illness or death of the patient. Valve type: use luer slip tip syringe. Do not use needle. Do not exceed recommended capacities as stated on the inflation lumen of the catheter. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: do not aspirate urine through drainage funnel. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Do not use if package is damaged. Recommended indwelling time not to exceed 28 days."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient complained of pain while the catheter was in use, and upon removal of the catheter the nursing staff found that the tip had a brownish/black "goo" on it. The catheter was in use for approx. 24-48 hours. The complainant advised via email on 14-mar-2019 that the foreign material (goo) had a strong foul odor and was not noticeable upon insertion. The nursing staff changed out the catheter for a new one to rectify the issue.